Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead had a conductor fracture and out of range pacing impedance measurements greater than 2,000 ohms. Reports show increasing out of range pacing impedance measurements from 400 ohms to 2,200 ohms, since (B)(6) 2019. The patient was admitted to the hospital, and will be discharged with a home monitor system. There was no report of syncope. No adverse patient effects were reported. Additional information was received that this patient was hospitalized due to aggressive pancreatic cancer and not cardiac issues. The physician retracted the allegation of lead fracture advising the pacing thresholds are within normal range. The patient will be monitored from their home equipment. No adverse patient effects were reported.